Event description:
Per the md, attempts were made to place a PICC in the basilic vein although there was difficulty with the 0.0.8 inch wire becoming unwound in the vein with a slight knot at the end. This was removed carefully under fluoroscopic guidance without difficulty.the only intervention required was the need to insert the PICC at a different site. The plan of care did not change. This is the first report received of such an occurrence. No other device information is available.======================manufacturer response for PICC, bard dual lumen PICC (per site reporter).======================manufacturer will pick up device on august 27th.